Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735831 (software version:(B)(6)). A medtronic representative (rep) went to the site to test and service the equipment. The rep checked the cable connection and inspected the cable condition, both of which were ok. Navigation could track the bracket which was installed in the microscope. The rep checked the microscope configuration, and multi-vision was available and selected for navigation. The rep copied and pasted the calibration file to the navigation system. The rep tried to inject the navigation screen to the microscope which was ok. The issue was resolved. The system passed the system checkout. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that after a non-medtronic microscope system was repaired by non-medtronic field service engineers, the medtronic navigation system was not able to communicate with the microscope. There was no patient involvement. It was stated that the cause of the communication issue seemed to be that the saved data for calibration in the microscope was removed during service by a non-medtronic field service engineer.

Manufacturer narrative:
A software analysis was initiated. The cause of the event was unable to be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.